Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the reported condition was substantiated. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to an internal motor or electronic control unit(ecu) failure due to improper cleaning of the device by the user (immersion while cleaning). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture surgery it was discovered that the small battery motor device "stopped working during use". A delay of ¿less than fifteen minutes¿ was reported. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.